Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur afterward. The caller was instructed to continue using the pump and to report if any malfunction code appears again, which the caller acknowledged and understood.